Event description:
Additional information was received from consumer. It was reported that the shocking in legs was not resolved and the shocking in legs was due to moving. It was further reported that patient was very dissatisfied with the programming of the stimulator. They were given four programs in the test trial prior to the permanent implant but they have been told they could only have one program. During the last time programming was done, patient was told they could not adjust the stimulation strength, but they need to change it, so they lost the programming. Patient said that it was not working like it did in the test trial. Patient could feel all the way to their toes during trial but not now.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was experiencing shocking. The patient reported that this was occurring daily. The patient stated she had her first programming session in (B)(6), and that is when shocking started. The patient had turned stimulation down to the lowest setting and had a reprogramming session with a manufacturer's representative (rep) and most of the shocking has subsided but she occasionally gets a little shock. The patient described the onset as sudden. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: device code (B)(4) was missed.